Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed a stored egm when the asymptomatic patient presented in clinic during follow-up. Programming changes were recommended.